Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the tissue pads were worn out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the actual product inspection and investigation, olympus presumes that the phenomenon occurred through the following mechanism. 1. When the seal and cut was output, there was nothing being gripped between the gripping part and the probe (including after the tissue had been cut), which caused the tissue pad to wear out. 2. As the tissue pad wore out, the non-insulated part came into contact with the probe, causing an error. Contact marks also appeared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.